Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alarm occurred. Customer's blood glucose was 99-110 mg/dl. Tandem technical support made multiple attempts to follow up and gather more information but was unable to reach the customer.